Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on 19-jun-2024 one infusion set fell off during use and infusion set is used for 2 day. No further information available.